Event description:
The customer stated that she performed comparison tests using her contour meter and another meter. The contour read 221, 164, and 151 mg/dl. The other meter read 109, 75, and 61 mg/dl. The differences between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer did not have any test strips left, so troubleshooting was not possible. The meter is to be returned for eval. A new contour meter kit was sent to the customer.